Event description:
During an endoscopy procedure to treat a stomach ulcer, a cook instinct endoscopic hemoclip was used for hemostasis. Once the clip was attached to the mucosa, the clip failed and would not deploy. Specifically, the clip stayed in the closed position [attached to the tissue site] and would not release [from the clip deployment device]. The physician tried wiggling the catheter of the deployment device. They tried to deploy the clip normally and heard two clicks. The drive wire broke at the handle. The physician had to pull the catheter and clip off which caused more damage to the clipping site. The clip was eventually removed by tearing it from the mucosa. Additional clips were needed. A section of the device did not remain inside the patient's body. Other than applying additional clips, no other additional procedures were required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory of the product said to be involved found that the drive wire has separated inside the handle. The sheath and drive wire have been cut by the user in an attempt to deploy the clip. Therefore, bowing at the proximal end of the drive wire may not be a true indication of adequate assembly. The handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. Using a hemostats to grasp the drive wire and gripping the sheath by hand, the clip was opened and closed. A slight increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was manufactured correctly. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is on the tissue (ie, difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.